Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake of touch contamination and "un-sanitized cleaning" (no further detail was provided). On the same day as diagnosis, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with vancomycin (1 gram, intraperitoneally, frequency/start/end dates unknown) and rifampicin (orally, 300 mg, two times every day, start/end dates unknown). Two days after being admitted, the patient was discharged from the hospital. On an unreported date, the patient was recovered from the peritonitis. On an unreported date, the patient was retrained in proper aseptic technique. At the time of this report, dianeal therapies were ongoing. No additional information is available.